Event description:
The funnels are contaminated with bacteria and cause diagnostic problems when used with normally-sterile body fluids.

Event description:
The funnels are contaminated with bacteria and cause diagnostic problems when used with normally-sterile body fluids.